Manufacturer narrative:
(B)(4) device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred.the 90% stenosed de novo lesion was located in a moderately tortuous and moderately calcified shunt in the antebrachium vein. The physician advanced the 5.0 x 20/80cm sterling otw balloon to the lesion for pre-dilatation and upon inflation to 10atms the balloon ruptured. The balloon was removed from the patient intact. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status is good.